Event description:
Info was received that reported a patient was hospitalized in early 2009, due an incident of hyperglycemia. The reporter states the day prior, the patient's blood glucose was >500. They changed her site and set several times and gave sub-q injections of insulin. She was brought to the hospital when she become nauseous and had vomiting. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.